Event description:
It was reported that via merlin.net transmission, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Patient was asymptomatic. Programming changes was recommended and will be made at next scheduled follow-up visit.